Event description:
It was reported that the catheter was inserted in the cath lab prior to CABG surgery. Intermittent helium loss alarms sounded on the pump from the time of insertion. The iab was left in place and used without further problems until the following morning. At this time, the alarms reoccurred. The iab was removed and there were no pt complications. The pt did not require a replacement as their condition was good.